Manufacturer narrative:
On (B)(6) 2019, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the implant was received and the damage in the box and shrink wrap was observed, but the outer thermoform was intact and the integrity was not compromised. It was confirmed the problem occurred during shipping. There is no evidence that the issue is related with manufacturing. It was confirmed by fedex that they do not have registration of any issue occurred during transportation. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Manufacturer reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
A customer reported that when the package for a mentor memorygel breast implant 550cc gel prosthesis was received, there was a 3 inch cut on the outside bottom of the box. When the box was opened, the prosthesis was found to be damaged.